Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging was provided. The aortic valve appeared to be a sievers type 1 bicuspid valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). Protruding calcification was seen on the rcc. The annulus perimeter was 86.8 millimeter (mm) with a perimeter derived diameter of 27.6 mm, suggesting a 34 mm evolut. Effective orifice area at 5 mm measures a perimeter of 81.5 mm and a perimeter derived diameter of 26.0 mm. Aortic root angulation was 45 degrees. Intra procedural fluoroscopic images were provided for review of the event. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the implantation attempt. There is evidence that the valve was recaptured at least once. During the second deployment attempt in the cusp overlap view, just prior to the point of no recapture, the valve depth appeared to be approximately 6-7mm at the non-coronary cusp (ncc). The depth at the lcc was approximately 2-3mm. It was reported that the valve was recaptured because it was high at the lcc; however, the fluoroscopic images show that the depth was acceptable. However, the valve was not released, and it was reported that during recapture and removal of the delivery catheter system (dcs), the capsule broke. Product analysis: the subject dcs was returned for analysis. Upon receipt at medtronic¿s quality laboratory, the dcs was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight bend to the capsule. There was a partial capsule separation to the proximal end of the capsule. The material at the detachment sites were jagged and uneven. There was a slight bend to the stability shaft. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. The valve was unable to be deployed due to the capsule separation. The reported event for separation of components could be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the during the implant of the valve, the proximal end of the capsule ruptured. Of note, no unusual resistance was felt while loading and no misload was identified. No difficulty loading was noted. Per the physician, the patient's bicuspid anatomy may have contributed to the capsule issue. A procedural delay resulted from the capsule rupture as a second valve was loaded.

Manufacturer narrative:
Continuation of d10: product ID evolutr-34 (serial: (B)(6) ; product type: 0195-heart valves; date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient received a pre-implant balloon aortic valvuloplasty (bav) using a 24mm vacs ii balloon. The valve was attempted to be implanted in cusp-overlap technique (cot) projection. In left anterior oblique (lao) projection, the valve landed very high at the left coronary cusp (lcc). The valve was therefore recaptured and a second deployment attempt was made again in cot projection. The valve once again landed too high on the lcc. While attempting to recapture the valve a second time, the capsule of the delivery catheter system (dcs) broke. The valve and dcs were removed from the patient and replaced. No adverse patient effects were reported.